Manufacturer narrative:
Device passed the displacement test and self test. No audio anomaly or absence of alarm noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump does not make an audible sound when she uses the easy bolus feature on her pump. The blood glucose at the time of the incident was unknown. The insulin pump will be returned for analysis.